Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system started up but the monitors did not come on. This resulted in a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.